Event description:
The left intermediate siderail is not latching.

Manufacturer narrative:
Left intermediate rail is not latching. Technician opened siderail and found the spring between the latch pins was broken. The latch spring was replaced to resolve the problem.